Manufacturer narrative:
Investigation - evaluation: a review of drawings, manufacturing instructions, quality control, and specifications was performed. Visual inspection and functional testing of the returned device was also conducted during the investigation. One ngage nitinol stone extractor was returned for evaluation. The device was returned with the handle in the open position and the basket formation was in the closed position. The male luer lock adaptor (mlla) was loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the support sheath is severed 1 mm from the mlla. The basket sheath has a kink 70 cm from the distal tip. There is a 1 cm space between the points of separation in the support sheath. A functional test determined the handle does not actuate the basket formation. The portion of support sheath in the handle has detached from the basket sheath; the support sheath outside the handle is still adhered to the basket sheath. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified. A review of complaint history revealed there have been no other complaints associated with this complaint device lot number 8158304. Based on the provided information a definitive root cause cannot be established or reported. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported, during an ureteroscopy procedure the physician used the ngage nitinol stone extractor a couple times to pull out some stones. The extractor was placed on the table. While the basket was out on the table the physician decided to do some more lasering. The basket was inserted back into the scope to pull out some more stone fragments. Upon trying to retrieve more stones they realized the basket had broken where the sheath and the handle come together. A new basket was opened and used to complete the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. As reported, there were no adverse effects or consequences to the patient due to this product issue.